Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had an irritation under the front therapy electrode. The patient reported that his skin was red and it looked like a burn. The patient reported that he was allergic to nickel. The patient's physician advised the patient to use neosporin and remove the lifevest. The patient reported that the irritation had improved.